Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she lost her battery cap when she was moving out of state. Customer stated that she was off the pump for 3 days. Customer could not find the battery cap when she went to get her pump. Customer's blood glucose was 200 mg/dl and then after lunch, her blood glucose was over 500 mg/dl. Customer stated that she went to the hospital and was given insulin for her high blood glucose. Customer's blood glucose lowered to 498 mg/dl. Customer was in the hospital for diabetic ketoacidosis while she was not wearing the pump. Customer will be sent a replacement battery cap as a courtesy.